Manufacturer narrative:
Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 747220, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377745, lot# n0045559, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported the patient had been experiencing hallucinations at night since (B)(6). It was noted the patient had started blood pressure medication at the time, the hallucinations started. The hallucinations occurred when the patient woke up or took an afternoon nap. The patient had severe arthritis and the implant had helped about 50%, not complete relief, but she had been able to discontinue the narcotics she was taking for pain. It was noted the patient occasionally took extra strength tylenol at night to help with her pain. It was reported the patient was ¿uncomfortable¿ a lot but understood that without the help of her stimulator, she ¿would not have lasted so long.¿ it was also reported the patient experienced stimulation in the wrong location; stimulation was for her feet but it did not seem to be quite in the right area, she thought it was a little higher. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.